Event description:
Same case as MFR # 2134265-2009-05571. It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the 100% stenosed and calcified proximal to mid left anterior descending artery (lad). It was noted that the physician prescribed antiplatelet agents before the procedure; however, the patient did not take them. A 3.0x24mm taxus liberte stent was deployed in the proximal lad at 10 atms for 20 seconds, and a 3.0x32mm taxus liberte stent was deployed in the mid lad at 10 atms for 20 seconds, overlapping the stent placed in the proximal lad. The stents were postdilated with an unknown balloon. Ivus was performed, revealing that the stents were well apposed and there was timi 3 flow. The procedure was successfully completed at this point. During the procedure, the patient was put on aspirin and clopidogrel and remained on the medications after the procedure was completed. Two days later, while the patient was still admitted at the hospital, they complained of chest pain. St segment elevations were confirmed along with thrombus in the overlapping portion between the 3.0x24mm and 3.0x32mm taxus liberte stents. An intra-aortic balloon pump was placed and the thrombosis was aspirated with an unknown aspiration catheter. The physician dilated the stents with a 3.0x20mm non bsc balloon. Timi 3 flow was confirmed and the procedure was successfully completed. Cilostazol was prescribed to the patient in addition to the aspirin and clopidogrel. Four days later, the patient was discharged from the hospital as their condition had improved.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.